Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The pt called to report that starting yesterday their back began hurting and they were feeling 'zings' in their right leg that were occurring consistently, at one point pt noted they are happening every 20 minutes. The pt was asked and stated that nothing prompted this change. The pt noted connecting to ins to confirm that they were still at the 2.1ma setting and they were (group e). The pt said when the zing occurs they feel like they are having a heart attack. The pt called the doctor's office and they indicated that the manufacturer representatives (rep[s]) were in surgeries at this time and then provided patient and technical services (pats) number. Agent reviewed the options pt can proceed with at the moment: turn ins off, change the programming. The pt did not want to do any of these options. Agent advised then at this time the pt should consider meeting with doctor or waiting until the rep calls them back. The pt did not want to go this route either. Agent then noted if the pt thinks the 'zing' is related to the ins, the pt can turn the stimulation off. The pt then connected to ins and turned therapy off. The pt noted through out the call that their back was feeling very painful. Agent advised that even if the ins off resolves the zings, the pt should consider following up with her hcp in person for system/pt evaluation.